Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/25/2023. An investigation was conducted on 10/05/2023. A visual inspection was conducted. Both the cannula and the harvesting device was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula and c-ring. Charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled and detached from the cold jaw, exposing the entire cold metal jaw. The detached silicone was not returned for evaluation. A mechanical evaluation was conducted. The jaws would not open and close. After cleaning the base of the jaws of the excessive charred material, the jaws were able to be opened and closed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failures "peeled; delaminated; jaw" and "material twisted/ bent wire" were confirmed. The lot # 3000323550history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, silicone boot of the jaw separated from the jaw, and the metal plate was lifted away from the silicone boot. The tips were closed when inserting into the tool port and no resistance noted. They did not have to retrieve anything, and nothing fell in the patient. The generator was set at "3. The only delay in the procedure was the length of time it took to open a new kit. No injury to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d10, g4, g7, h2, h3, h6, h10 the lot # 3000323550history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.